Event description:
It was reported that the patient presented in clinic for routine follow up when multiple episodes of noise reversion and non-sustained lead noise (nsln) were observed. Tests confirmed that the noise reversion was due to emi. Non-sustained lead noise due to functional loss of capture as a result of prolonged blanking period were also observed. Lead measurements were stable and in range. The device was reprogrammed. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.